Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08362. It was reported the patient is experiencing ineffective stimulation. Diagnostic testing revealed multiple lead contacts with high impedance values. Reprogramming was attempted yielding limited coverage to the only the right side. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08362. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the lead was explanted and replaced. Reportedly, the ipg was electively replaced due to the patient wanted an system upgrade.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08362. Follow-up revealed the issue is resolved.